Event description:
Related manufacturer reference number: 2017865-2023-11507. It was reported that the patient presented in clinic due to syncope. Device interrogation revealed failure to capture on the right ventricular (rv) lead, high capture thresholds on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and high capture threshold were not confirmed. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Manufacturer narrative:
Additional information: b5 and h6.

Event description:
New information notes that both right ventricular and atrial lead had high capture thresholds and failure to capture.